Manufacturer narrative:
Insulin pump received with broken reservoir tube lip.

Event description:
The customer reported via phone call that the piece broke off from top reservoir lip ring. The customer¿s blood glucose level was 85 mg/dl. Troubleshooting was performed for damage. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.